Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and display anomaly on the insulin pump. The customer's blood glucose was 228 mg/dl. The customer stated that he entered his blood glucose and the numbers started to roll on their own. The customer took the battery out and none of the buttons worked. The customer stated that he had the pump under his waist and he lost his clip. The customer stated that he put his pump in his underwear. The customer stated that there was heat exposure to the screen. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump had normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected rainbow coloring of the display, black splotches, dots or distorted view seen on the display noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.